Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to discomfort.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of instability, axial rotation mismatch of the femoral component relative to the insert, and the patient's bmi, which led to wear of the medial and lateral posterior articular surfaces of the tibial insert, and ultimately, pain and discomfort.

Event description:
Index surgery: (B)(6) 2012. Revision due to discomfort.